Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# n304810011, implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gablofen 2000 mcg/ml; 375 mcg/day via an implantable pump. Indication for use was intractable spasticity. Other medications the patient was taking at time of the event were unknown and not available. The date of the event was (B)(6) 2018. It was reported the patient began to have withdrawal symptoms of increased tone and agitation on (B)(6) 2018. The patient was taken to the hospital on (B)(6) 2018. A dye study was attempted to be performed but could not aspirate. A revision surgery was performed on (B)(6) 2018. During the revision surgery, the pump pocket was opened, and the physician was able to aspirate 2 ml from the catheter access port (cap). The pump segment was revised with an 8578 and a new pump was implanted. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history were unknown and not available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The cause of the inability to aspirate was not determined. The hcp was able to aspirate and determined no further action was required. The pump was explanted as it was nearing end of life and the hcp decided to replace it now. The pump was functioning as expected. The device was discarded as it was near end of life and will not be returned.